Event description:
On 12/08/2021 it was reported by a sales representative via sems that an ar-1788j-cp ib kit had an issue during a lateral ankle repair. The 4.75 anchor broke in half. This occurred after drilling with the 3.4 bit and tapping with the 4.75 green tap. All was retrieved from the patient and the implant was replaced. The case was completed with no further issues.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.